Event description:
The cautery on the davinci robot, both monopolar and bipolar, stopped functioning during surgery which resulted in no means to control bleeding if needed. There was no loss of power to the cautery devices during this time and other measures were taken to maintain cautery during surgery. Incident was reported to davinci company representative and robotic equipment was checked out that day. The outlet and extension cords were checked out by maintenance. The patient suffered no harm during this situation.